Event description:
It was reported the device was damaged and was returned for repair. It was analyzed and subsequently tested out of specification no patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the upper/lower case, one side bail cover and one output connector were broken. Analysis also found that the lead flex cover was contaminated and the battery drawer was broken. One bail and ring were missing.